Manufacturer narrative:
Additional information: d4(update lot, expiration date, and UDI), d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between january 24-28, 2025. H11: the actual device was received for evaluation. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The device was found to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during infusion. The underinfusion was described as, ¿the liquid was flowing too slowly¿. The expected infusion time was 48 hours; however, it was observed that the actual infusion time was 120 hours. The device was filled with fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.